Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to check the pump's connection to the power source and to try pressing the button firmly while providing support. Although the pump display eventually turned on, the button remained problematic. The customer continued to use the pump for insulin therapy.